Event description:
It was reported to vyaire medical that the map (mean airway pressure) and amp (amplitude) on the 3100a ventilator were drifting and were unable to adjust. There was no patient involvement in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). Device evaluated by MFR: at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned yet.

Manufacturer narrative:
Vyaire medical was able to confirm the issue - the map (mean airway pressure) and amp (amplitude) on the unit were drifting and were unable to adjust. Vyaire field service representative (fsr) evaluated the device on-site, and replaced the driver and 6k pm kit as per service manual. All tests were ran as well as adjustment and calibrations on the unit. It then all passed and the unit now meets factory specifications.